Event description:
It was reported that during an aneurysm procedure, the physician used the subject stent. After advancing the subject stent into the microcatheter by approximately 30cm, the physician encountered significant resistance during delivery. While attempting to relieve the tension of the microcatheter and adjust its angle, the physician continued to deliver the subject stent. After advancing it another approximately 10 cm with great difficulty, the physician found that it was jammed inside the microcatheter and could not be moved forward or backward. During the withdrawal process, the subject stent became deployed within the microcatheter. The physician removed the entire stent system. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. Section d catalog#, lot#, product long description, and gtin# - corrected. H4 manufacturing date ¿ corrected. H3 device evaluated by mfg ¿updated. D4 expiration date - corrected. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) and the introducer sheath were returned. The stent was not present within the catheter. The sdw was kinked/bent at the distal end. The introducer sheath distal tip was kinked/bent. A functional inspection was unable to perform as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent deployed prematurely during use' ' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after advancing the stent into the microcatheter by approximately 30cm, the physician encountered significant resistance during delivery. While attempting to relieve the tension of the microcatheter and adjust its angle, the physician continued to deliver the stent. After advancing it another approximately 10 cm with great difficulty, the physician found that it was jammed inside the microcatheter and could not be moved forward or backward. During the withdrawal process, the stent became deployed within the microcatheter. The physician had no choice but to remove the entire stent system (microcatheter and stent)'. The stent was not returned for analysis. It was not present in the lumen of the returned microcatheter as reported in the even description. The introducer sheath was returned for analysis and the distal section of the sheath was noted to be kinked. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. The kink noted near the distal end of the introducer sheath is not typical of a sheath that is advanced too far inside the microcatheter hub, as this would lead to the distal tip opening becoming crushed. Instead, the kink damage suggests that the vent cap may not have been fully open when the introducer sheath was threaded through. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would experience some damage as it is advanced through this kinked area of the sheath. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action, and particularly if the stent is stuck inside the lumen of the microcatheter, the distal bumper of the sdw can slip through the stent, leaving the stent deployed prematurely inside the proximal section of the microcatheter. This is aligned with the event description. This is one possible explanation for the findings and the available information relating to this complaint. It is unclear where the stent is and when it was removed from the lumen of the microcatheter. The event description and additional information in the gfe responses does not inform us of this. The as reported codes 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed codes 'sdw kinked/bent' and 'stent introducer sheath damaged' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during an aneurysm procedure, the physician used the subject stent. After advancing the subject stent into the microcatheter by approximately 30cm, the physician encountered significant resistance during delivery. While attempting to relieve the tension of the microcatheter and adjust its angle, the physician continued to deliver the subject stent. After advancing it another approximately 10 cm with great difficulty, the physician found that it was jammed inside the microcatheter and could not be moved forward or backward. During the withdrawal process, the subject stent became deployed within the microcatheter. The physician removed the entire stent system. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.